Event description:
It was reported that the blade broke during a procedure. The complainant was not aware of any surgical delay, medical intervention or adverse consequences as a result of this event.

Event description:
It was reported that the blade broke during a procedure. The complainant was not aware of any surgical delay, medical intervention or adverse consequences as a result of this event.

Manufacturer narrative:
Device return requested, if the device is made available for return a follow up report will be filed once the quality investigation is complete. Product return requested but not yet received.

Manufacturer narrative:
Device returned, evaluation complete.